Event description:
Intermittent discrepant results for tsh and cortisol. The following examples were provided: on (B)(4) 2007, initial cortisol result<0.018 ug/dl, repeat 36.99 ug/dl. On (B)(4) 2007, initial tsh result <0.005 uiu/ml, repeated twice, gave results of 2.93 and 2.96 uiu/ml. On (B)(4) 2007, initial tsh result 0.034 uiu/ml, repeat 0.914 uiu/ml. Initial results were not reported. The field service representative determined there was a sampling issue. The instrument was repaired.